Manufacturer narrative:
(B)(4).

Event description:
Patient presented with paint and swelling on right axillary just above the miradry "tretment" site. Patient was "prescribved" round of keflex on (B)(6) 2020, on (B)(6) 2020, patient expressed concern for increatsed pain and erythema, patient was sent to (B)(6) emergency room. The ER physician lanced and drained his abscess, cultured the site and performed complete blood work panel. Cbc was within normal limits. Patient prescribed doxycycline and the would was dressed and discharged. (B)(6) 2020 patient returned to dr. (B)(6) and stated that they were feeling better, erythema had decreased in size.